Event description:
Caller reported that pump battery would not charge, and there was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made to troubleshoot the issue, including trying different wall outlets and allowing the pump to charge for 30 minutes, but the charging connection remained unstable. Customer technical support instructed the caller to use a different wall outlet, but it did not resolve the problem. Since the caller did not have an alternative charging cable or wall adapter, technical support decided to send a replacement tandem cable and wall adaptor.